Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010318, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010318 was manufactured according to the work instruction (wi) version 20 and packaged in the multivac 14 on 28-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l02427 was manufactured according to the wi version 15 and manufactured in the machine lc01, on 24-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l01183 was manufactured according to the wi version 15 and manufactured in the machine lc01, on 17-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.